Manufacturer narrative:
Device evaluation of the monitor has been completed. The reported problem (service code 107) has been confirmed. Upon investigation the monitor was resetting. The cause for the resets was isolated to a defective u104 pxa processor on the computer/analog board. The root cause for the defective u104 pxa processor could not be positively identified. No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a patient was receiving a service code 107 (multiple abnormal shutdowns).